Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The trocar assembly was received. Visual inspection of the instrument noted the cannula was cracked at the distal end. The circular and envelope seals were intact. The subject dilator was inserted into each trocar with no binding or difficulty. The trocar failed an air leak test. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged trocar. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Original ftr entered under (B)(4) and emdr submitted with incorrect manufacturing site. New ftr created per MDR procedure in order to populate emdr with correct manufacturing registration number. A supplemental was sent under (B)(4) notifying the FDA of this error and providing the new tracking number and report number. Original initial report number 1219930-2015-00587 under ftr (B)(4). New report number 9612501-2015-00559 under ftr (B)(4).

Event description:
According to the reporter, during a laparoscopic left salpingo-oophorectomy, the sheath of the port cracked while in use intra-abdominally and port was removed intact and replaced with a new blunt port 5-12mm. The difficulty did not result in any tissue damage or patient injury. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.